Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection/exploratory laparotomy when the device was fired nothing happened. The battery was removed and reinserted and it still would not fire. The orange tissue indicator was in the green margin and the anvil was properly seated. All safety locks were proper and "the device should have fired". The surgeon had to remove the device and use a second like to complete the procedure with no patient consequences. The purse string anvil from the first device was used with the second device to complete the procedure. A leak test was performed, and no bubbles were found.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2021. D4: batch # u5ch2r. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device still the staples and the washer was uncut while the green checkmark did not illuminate upon installation of the battery, confirming that the device was not fired. Upon investigation, cracks were found in the conductive traces of the flex circuit, which caused the device not to fire. No conclusion could be reached as to what caused the reported event. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green checkmark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.